Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of shock impedances, measuring greater than 125 ohms. The impedances had been increasing over approximately a year with a decrease after a shock was delivered about six months ago. Impedances have now recovered with in a normal range of 112-117 ohms. Boston scientific technical services (ts) discussed that the gradual increase in impedance suggests build-up on the lead likely califications. No adverse patient effects were reported. This product remains in-service.